Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The threaded tip of cup inserter backed out of shaft.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the threaded tip is protruding from the shaft. The root cause is attributed to fracture of the pin component that holds the threaded tip. Although the exact root cause of the pin fracture could not be determined, wear out may be a contributing factor. The date code (B)(6) indicates the instrument was manufactured in (B)(6) of 2007 and is over 9 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.